Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in both the leads were explanted and replaced restoring the therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04795. It was reported that patient experienced fall and stimulation has been lost since then. X-rays revealed leads had migrated. As a result, surgical intervention is pending to address the issue.